Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient arrested due to a left ventricle perforation which caused pericardial effusion and tamponade. A pericardiocentesis and stemotomy were performed to repair the left ventricle. The physician stated the perforation was caused by a terumo guidewire. No additional adverse patient effects were reported and the patient was reported to be recovering well after the procedure. The valve remains implanted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).